Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient complained that the pump location was causing pain at the rib cage area. Surgical intervention was required as a result of the event; the pump was relocated more medially. The patient status as of the date of this report was ¿alive- no injury/no adverse event¿. The device system was used to deliver baclofen and clonidine.